Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: analysis could not be performed as no item numbers is/are available. Event description: it was reported that the patient underwent an initial anatomical shoulder fracture implantation surgery on an unknown date and was subsequently revised due to unknown reasons on (B)(6) 2018. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Surgical technique is not reviewed as there was no surgical report was received to compare. Conclusion: anatomical shoulder fracture implant system was revised due to unknown reasons after unknown time in-vivo time DHR could not be reviewed since no ref/lot was reported the investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, the complaint could not be confirmed and an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01286.

Manufacturer narrative:
Concomitant medical products: item: unknown humeral stem, catalog #: unknown, lot #: unknown; item: unknown glenoid component, catalog #: unknown, lot #: unknown. The manufacturer did not receive x-rays, or other source documents for review. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting the following additional information was sent on december 19, 2018 to the appropriate representatives. Medical operative notes, x-rays from revision surgery. Primary operative notes, x-rays and sticker sheets? What complications is the patient experiencing? Are there any contributing conditions to these complications (i.e. Patient fall, trauma, anatomy, etc.)? Do you have any patient identifiers (name, gender, age/dob, weight, height)? On what date was the initial procedure performed? Who was the surgeon for the initial procedure? At what hospital was the initial procedure performed? Are any invoices, sticker sheets, or medical records (such as op notes or radiographs) available? If radiographs were available, what date were the radiographs taken. If the revision has been performed: what parts were removed (part and lot numbers if available)? Are the parts available for return? If not, why? Were there any complications during the procedure? If so, please describe the complication, how long of a delay it caused, and if the patient retained a foreign body. Was there any variance from the expected surgical technique? What was used to complete the procedure? A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent a initial shoulder arthroplasty and was revised due to unknown reasons. Additional information has been requested and is currently not available.